Event description:
Per the clinic, the patient experienced sudden decline in hearing performance to the internal device. This occurred shortly after recovering from a heavy cold, during which hearing was also temporarily affected. Since then, the patient perceives high-pitched sounds and speech audiometry shows no speech discrimination at any level. It was also reported that, one week prior patient had a cold temporarily experienced loud sound with the device use. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The patient was prescribed with oral steroids (date and duration not reported) due to increases in impedance values. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.